Event description:
It was reported that just after an intraocular lens (iol) was implanted in the eye, scratches were observed at the peripheral part of the center of the lens haptic and the side seemed to be rough. The iol remains implanted because it was unlikely that the scratches would affect the optic. It was noted that the physician had an uncomfortable feeling when using the device and thought the shape of the plunger rod might have not been homogeneous or there could have been a problem in the manufacturing process. There were no patient injury or complications reported. There was no cartridge tip damage reported and the injector was discarded. It was indicated that enough ovd was used in the cartridge and the speed when the intraocular lens extruded was constant (no trouble occurred). Leaving time after adding eye mucilage was 1 minute 30 seconds to 2 minutes 30 seconds. There was no resistance during extrusion. Leaving time of the lens folded in the cartridge was within 10 minutes and when pushing the plunger, it was about 1 second. No further information was provided. This report pertains to the lens which the edge of its haptic was scratched. Separate reports are being submitted for the other two lenses.

Manufacturer narrative:
If explanted, give date: not applicable as the device remains implanted. Initial reporter: phone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.